Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began two weeks prior to contacting lfs. The patient manages her diabetes with metformin 500 mg pills and glimepiride 2 mg pills and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿sweating, dizzy and weakness at the moment¿ of the product issue however denied receiving any treatment. During troubleshooting the cca noted that the patient had followed the correct testing procedure and were using the correct test strips. It was not the first time the product had been used and when the patient was walked through a retest the issue still presented. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.